Manufacturer narrative:
(B)(4) date sent: 3/28/2016. Information was not provided by the initial contact. Information is unavailable. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscope sleeve gastrectomy procedure, the device worked for a few seconds and then stopped on its own, as though the battery was dead. The surgeon opened tha jaw and the battery activated in the air, as though it was finishing the activation cycle. Another instrument was used to complete the procedure. Procedure was delayed by 3 minutes. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Batch # m5623d. The analysis found that one ple60a device was returned in good visual condition and with an ecr60g cartridge loaded on the device. The cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.